Event description:
Update rec¿d (3/25/2014) - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, inflammation and a popping/snapping sensation. There is no new additional information that would affect the MDR decision.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs received from legal, patient seeking legal action.

Manufacturer narrative:
Pfs received from legal, patient seeking legal action. Doi: (B)(6) 2009 no revision (left hip). Update rec¿d (3/25/2014) - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, inflammation and a popping/snapping sensation. There is no new additional information that would affect the MDR decision. The devices associated with this report were not returned. A review of the device history records for the 2719708 lot code found did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.